Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while reviewing the pump data for an unspecified date range, the contact observed multiple bolus request overrides. Tandem technical support educated the contact on the bolus features of the pump, and that a bolus override occurs when the pump recommends a bolus value, and the recommended units option in the bolus menu is selected and changed (overridden) by the user. Reportedly, the contact acknowledged the information and believed that the customer had programmed the override bolus requests during the reported week. Due to the reported event, the customer experienced a low blood glucose (bg) level of 67 mg/dl, which was treated by consuming carbohydrates.